Manufacturer narrative:
Explant was reported due to heart failure. The investigation found that leaflets 1 and 3 contained tears. There was thin fibrous pannus present on the inflow surface of leaflet 1 and fibrous thickening of the leaflet. No acute inflammation or significant calcifications were present. The stent ring was deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta valve was implanted. On (B)(6) 2020, the patient presented to the hospital with heart failure. The patient's condition had worsened by (B)(6) 2020 and emergency surgery was performed to replace the trifecta valve on (B)(6) 2020. The trifecta valve was removed and showed a leaflet tears on the non coronary cusp (ncc). Following the valve replacement, the patient's heart failed and died when coming off cpb (cardiopulmonary bypass).